Manufacturer narrative:
The reported age reflects the average age of the patients reported in the literature article. Other: localised infection, meningioma, psychosis postoperative, staphylococcal infection, transient ischaemic attack. Please note that this date is based off of the earliest listed trial date. Other applicable components are: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Events took place in both (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Deuschl, g., vidailhet, m. The effect of deep brain stimulation of the subthalamic nucleus (stn-dbs) on quality of life in comparison to best medical treatment in patients with complicated parkinson¿s disease and preserved psychosocial competence (earlystim-study). 2018. Summary: the post study follow-up study (psfu) of the earlystim study determine a common procedure for the follow-up period of the earlystim patients after the 24 months treatment period in germany and france. Patients, who were randomized to medical treatment (bmt [best medical treatment] group) in earlystim had the opportunity to undergo surgery after their 24 months¿ visit. The study was purely observational. The aim was to follow up patients who consented the psfu annually up to 5 years subsequent to fulfillment of the 24 months visit. Assessments were performed during regular annual follow-up visits. Thirty four patients experienced dyskinesia. Thirty seven patients experienced depression. Twenty nine patients experienced tremor. Twenty four patients experienced dysarthria. Twenty one patients experienced freezing phenomenon. Nineteen patients experienced weight increase. Sixteen patients experienced dystonia. Sixteen patients experienced parkinson's disease. Thirteen patients experienced apathy. Thirteen patients experienced fatigue. Twelve patients experienced bradykinesia. Nine patients experienced gait disturbance. Twelve patients experienced sleep disorder. Nine patients experienced akinesia. Nine patients experienced impulsive behavior. Nine patients experienced rapid eye movements sleep abnormal. Eight patients experienced somnolence. Seven patients experienced resting tremor. Six patients experienced balance disorder. Five patients experienced anxiety. Five patients experienced asthenia. Five patients experienced hyperkinesia. Five patients experienced hypomania. Four patients experienced medical device change. Five patients experienced muscle rigidity. Five patients experienced muscle spasms. Five patients experienced restless leg syndrome. Two patients experienced suicide attempt. Four patients experienced abnormal weight gain. Four patients experienced depressed mood. Four patients experienced headache. Four patients experienced hypokinesia. Four patients experienced insomnia. Three patients experienced nausea. Six patients experienced parkinsonian gait. Three patients experienced ballismus. Four patients experienced disturbance in attention. Two patients experienced dysphonia. Three patients experienced euphoric mood. Two patients experienced hallucination. Three patients experienced muscular weakness. Three patients experienced parkinsonism. Three patients experienced posture abnormal. Three patients experienced skin infection. Three patients experienced suicidal ideation. Three patients experienced weight decreased. Two patients experienced abnormal behavior. One patients experienced abnormal dreams. Two patients experienced chest pain. Two patients experienced compulsive shopping. Two patients experienced convulsions. Two patients experienced coordination abnormal. Two patients experienced cough. Three patients experienced depressive symptoms. Two patients experienced dizziness. Two patients experienced general physical health deterioration. Two patients experienced hematoma. Two patients experienced implant site pain. Two patients experienced medical device complication. One patient experienced mobility decrease. Two patients experienced orthostatic hypotension. One patients experienced paresthesia. Two patients experienced pathological gambling. One patient experienced affect liability. One patient experienced affective disorder. One patient experienced aggression. One patient experienced agitation. One patient experienced anxiety disorder. One patient experienced ataxia. One patient experienced blepharospasm. One patient experienced brain abscess. One patient experienced brain edema. One patient experienced device battery issue. One patient experienced device effect increased. One patient experienced device failure. One patient experienced device issue. One patient experienced rapid eye movement sleep behavior disorder. One patient experienced dysgeusia. One patient experienced dysphagia. One patient experienced fine motor delay. One patient experienced gambling. One patient experienced hemorrhage. One patient experienced visual hallucination. One patient experienced head titubation. One patient experienced hypotonia. One patient experienced implant site effusion. One patient experienced implant site hematoma. One patient experienced implant site paresthesia. One patient experienced localized infection. Two patients experienced major depression. One patient experienced meningioma. One patient experienced migraine. One patient experienced mood altered. One patient experienced movement disorder. One patient experienced muscle contractions involuntary. One patient experienced musculoskeletal chest pain. One patient experienced nuchal rigidity. One patient experienced oromandibular dystonia. One patient experienced photophobia. One patient experienced post procedural hemorrhage. One patient experienced presyncope. One patient experienced procedural headache. One patient experienced procedural pain. One patient experienced psychomotor skills impaired. One patient experienced psychosis postoperative. One patient experienced scar pain. One patient experienced slow speech. One patient experienced speech disorder. One patient experienced staphylococcal infection. One patient experienced stereotypy. One patient experienced application site hematoma. One patient experienced transient ischemic attack. Four patients experienced device defective. One patient experienced gambling disorder. One patient experienced medical device dysesthesia. One patient experienced medical device site reaction. One patient experienced neuropsychiatric symptoms. One patient experienced psychiatric decompensation. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event. Refer to manufacturer report #3007566237-2018-01498 for details pertaining to the related reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.